Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Bites slips away into my epipharynx [foreign body in pharynx]. Palate is covered with wound [palate injury]. Can't chew [chewing difficulty]. Can't swallow the bites [swallowing difficult]. Bites slips away into my trachea. [Foreign body in trachea]. Mouth feels like squeaky dirty mud [oral discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in pharynx in a patient who received double salt dental adhesive cream (corega denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture adhesive cream, the patient experienced foreign body in pharynx (serious criteria gsk medically significant and other: gsk medically significant), palate injury, chewing difficulty, swallowing difficult, foreign body in trachea, oral discomfort and product complaint. The action taken with corega denture adhesive cream was unknown. On an unknown date, the outcome of the foreign body in pharynx, palate injury, chewing difficulty, swallowing difficult, foreign body in trachea, oral discomfort and product complaint were unknown. It was unknown if the reporter considered the foreign body in pharynx, palate injury, chewing difficulty, swallowing difficult, foreign body in trachea and oral discomfort to be related to corega denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative(email) on 06mar2022 .the consumer stated that "I wish I hadn't bought corega dental prosthesis adhesive just because you are the most respected and reliable company. It does not stick my prosthesis, as it does not stick, the prostheses play in my mouth every time I chew. My palate is covered with wound. I can't chew. I can't swallow the bites, it slips away into my epipharynx, my trachea. As if it's not enough, on top of it, since the corega adhesive doesn't freeze, it runs down from the prosthesis and mixes with the drink and food I eat, the inside of my mouth is like squeaky dirty mud. I don't make my right halal, let it be haram. I am telling all my acquaintances about this infamous product and experience you have caused. Spend it on rd investment instead of making million dollar advertisements in the media. Discover the best quality product for your customers and ensure customer satisfaction. Never again." Follow up information was received on 08mar2022 from quality assurance (qa) department regarding complaint (B)(4) (issue number). The investigation reports concluded that, complaint stands unsubstantiated. Pqc number pqc134869, lot number and expiry date were not reported. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available, the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint conclusion: complaint inconclusive.